Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the device, and confirmed no irregularity. Omsc assumed that the reported event was caused by the following: defect of the charge coupled device (ccd) of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared when the user operated the angulation function. There was no report of patient injury associated with this event.